Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
The recipient reportedly has chronic inflammation in the explanted ear therefore the recipient will be implanted in the contralateral ear with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail and epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.